Event description:
Allegations of pain, infection, mixed connective tissue like disorder with lupus manifestations of discoid skin lesions, photosensitivity, excessive hair loss, scleroderma like manifestations of telangiectasias and raynaud's phenomena with postive ana and hypergammaglobulinemia, myalgias, arthralgias, fatigue, headaches, insomnia, depression, cognitive dysfunction and sjogren's manifestation of dryness of mouth and vagina.